Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than one month post-implant the patient experienced wound dehiscence with "communication" to the implantable pulse generator (ipg) pocket. The ipg system was explanted. No further patient complications have been reported as a result of this event.